Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The blood glucose was 51 mg/dl. Customer stated that they treated the lo blood glucose with juice. Customer was assisted with trouble shooting. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump passed the displacement verification table test. The insulin pump will not be returned for analysis.